Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a chariot guide sheath with a 28.5cm piece of delamination. There was blood on the outside and inside of the device and on the delamination. Microscopic examination revealed that the majority of the shaft and tip were scratched. There were numerous kinks in the shaft and the distal tip was damaged. The braiding was not exposed and the (B)(4) material of the outer shaft was intact with no separations; however, the returned delamination was verified to be the pfte lining inside the shaft of the sheath. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the inner lining detached. The physician was performing an atherectomy procedure in the right femoral artery up and over the left superficial femoral artery (sfa). The physician had selected a 7f 45cm chariot guiding sheath for use along with a non bsc atherectomy device. A portion of the inner lining of that sheath sheared off. The lining came out of the sheath when they were exchanging the wire. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the inner lining detached. The physician was performing an atherectomy procedure in the right femoral artery up and over the left superficial femoral artery (sfa). The physician had selected a 7f 45cm chariot guiding sheath for use along with a non bsc atherectomy device. A portion of the inner lining of that sheath sheared off. The lining came out of the sheath when they were exchanging the wire. No patient complications were reported and the patient status was fine.